Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation. Uppon initial placement all electrical measurements were in range. Sensing was reported to drop after 10 or 15 minutes and the physician decided to reposition the lead. While repositioning the lead exhibited inconsistent measurements. The physician reported to turn more than 20 times the helix mechanism during the procedure. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation. Upon initial placement all electrical measurements were in range. Sensing was reported to drop after 10 or 15 minutes and the physician decided to reposition the lead. While repositioning the lead exhibited inconsistent measurements. The physician reported to turn more than 20 times the helix mechanism during the procedure. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried body fluid was noted in the helix housing. A helix mechanism test passed without issue. Laboratory testing was unable to reproduce the reported clinical observations of sensing issues and helix difficulties and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.